Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the right coronary artery (rca) with mild calcification and heavy tortuosity. After stent implantation, the 4.00x8mm nc traveler balloon dilatation catheter (bdc) was attempted to be advanced to the target lesion for post-dilatation; however, became caught on the previously implanted non-abbott stent. Therefore, the bdc was removed from the patient without issue. There was no adverse patient effect and no clinically significant delay reported in the procedure. A non-abbott balloon was used to complete the procedure. No additional information was provided.